Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy in the last several days in (B)(6) 2016. The patient felt stimulation and verified stimulation was on. There were no trauma or falls that could be related to the issue. The patient increased the amplitude and did not feel stimulation in the correct area. The patient did not intend to follow-up with their health care provider (hcp) and would adjust stimulation on their current program and only switch to a different program if needed. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.